Event description:
It was reported that the right ventricular lead was not sensing and that there was no capture at maximum output. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. All conductors were distorted, were stretched, and had blood/body fluid (not obstructed). The proximal conductor was cut. The inner insulation was kinked/ buckled. The outer insulation was kinked/buckled, had cosmetic environmental stress cracking, was breached cut, and was noted with a white substance. All insulations were torn. There was blood in/on the helix/lobe mechanism. The stylet was stuck in the lead-distal coil. The lead was stretched. Visual analysis noted apparent explant damage.